Manufacturer narrative:
Email is: (B)(6) evaluation codes: updated. Device evaluation: one device was received for investigation. Visual inspection found the following: device has minor dents/scratches around the enclosure. Air detector is missing the door and door mounts. Back panel towards the top is bent leaving the device venerable to fluid ingression from the outside. Speaker does not work for all the alarms. Drain valve lever was broken and not functioning as intended. Air detector has multiple components that are corroded/rusted. Device has obsolete clear float switch. Evidence of fluid ingression on the printed circuit board (pcb). The complaint was confirmed. Root cause was attributed to customer damage. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the following: air detector door, door assembly, float switch, membrane switch, drain valve, h-31 front/rear cover, left/right support plate, back panel, door assembly, bracket solenoid mount, user interface, mount block assembly, air detector gasket, left/right door mounts, pcb, fan guard and o-rings. Device passed functional testing after the completed repairs.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon set-up of the device, the air alarm clamp door was broken off. The customer tried to replace it but the holder that holds the screw came off with the plastic. The fault occured during setup. There was no patient harm or adverse effects.